Manufacturer narrative:
The suspect device is not available for investigation. A review of the device history record is pending.

Event description:
The complaint/event involved a 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in with a reported damaged dosing port. There was no patient harm as a result of this reported issue.